Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she went to the emergency room due to high blood glucose. The blood glucose reading was 453 mg/dl. The customer had woken up with high blood glucose and had treated with manual injection. She was wearing the insulin pump at the time of the event and was treated with intravenous insulin at the hospital. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated and the infusion set cannula was not bent. The time and date were correct. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.